Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead threshold increased as per additional information received. Moreover, this rv lead was revised and repositioned. The lead remains in service. No additional adverse patient effects were reported.